Manufacturer narrative:
(B)(4). Concomitant medical products: femoral component option for cemented use only cat#: 00599601451, lot#: 61554451; tibial component stemmed cat#: 00598003701, lot#: 61443353. The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient was revised after initial knee procedure due to pain, instability and implant fracture. It was noted that the post had fractured the tibial articular surface insert.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual evaluation of returned articular surface shows sign of nicked, gouged, micro motion, discoloration (sign of wear) with a broken post; possibly fractured due to overloading in-vivo, potentially exacerbated by impingement damage in-vivo. It is unknown if the required lock-down screw was used with the articular surface. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.